Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached over 250 mg/dl.

Manufacturer narrative:
Initial attempts to download the data from the returned device were unsuccessful, and all three battery voltages were measured to be lower than expected. The device was connected to an external power source and the download data was successfully retrieved. Inspection of the download data showed that the pod generated an alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Closer inspection of the download data found that the rotational sensor failed to transition from closed to open which resulted in the alarm, however the pulse width values did not change. Corrosion was observed on the pcb. Inspection of the fluid path found a tear in the exposed soft cannula; the timing and cause of this tear could not be determined. Evidence of fluid ingress was observed on the commutator cap, indicating fluid contact in the rotational sensor assembly. However, a leak source could not be found so the exact cause of the failure of the rotational sensor to transition and subsequent 0x40 alarm could not be determined. Inspection of the needle mechanism components found no damages or deficiencies with the needle mechanism components. The investigation found no issues that would result in the reported needle deploying early event.